Event description:
The facility representative reported to baxter an infusor in which no flow was observed due to malformed reservoir. The event occurred after filling. The small part of the reservoir near the tubing became dented. After force priming was performed, the device still had no flow. The facility cut the tubing to discard the drugs, fentanyl citrate and saline, but there was no flow. The facility started filling the device with water in attempt to get the device to flow but then the reservoir ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the actual sample was evaluated, but the reported condition was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause for the reported condition is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the device is available for evaluation, but baxter has not yet received it. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.